Event description:
The clinician reports the implant was inserted 2020-05-20 in ada 6. On 2020-08-24, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.